Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 09/05/2017, was sent in error.

Event description:
The customer alleges the doctor found that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. A new set was used and the procedure was successfully completed.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the doctor found that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. A new set was used and the procedure was successfully completed.